Event description:
It was reported from the pharmacist that the customer ¿had a patient receiving mag [magnesium sulfate] 2gram IV given over 2hours, medication was scanned and hung programing it by using the IV pump and confirmed the pump programing showed it was to be given over 2 hours. The pumped showed 50ml to be given 25ml/hr. When the patient was admitted to the floor and another rn and I went to review the meds and noticed the mag IV bag was empty but the program in the IV pump showed it still have 35 mins. But the IV bag was almost empty". The time of event is reported as being from 2216 to 2344. There was patient involvement. There is no further information available.

Manufacturer narrative:
Omit a26 - insufficient information (3190) omit g07001 - part/component/sub-assembly term not applicable omit b17 - device not returned omit c20 - no findings available correction imdrf annex f code additional information device eval by manufacturer? Imdrf annex a code imdrf annex g code imdrf annex b code imdrf annex c code. Not applicable. Device evaluated by bd.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed which confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 31aug2015. The review was performed from the date of manufacture to the present date 10jun2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported from the pharmacist that the customer ¿had a patient receiving mag (magnesium sulfate) 2gram IV given over 2hours, medication was scanned and hung programing it by using the IV pump and confirmed the pump programing showed it was to be given over 2 hours. The pumped showed 50ml to be given 25ml/hr. When the patient was admitted to the floor and another rn and I went to review the meds and noticed the mag IV bag was empty but the program in the IV pump showed it still have 35 mins. But the IV bag was almost empty". The time of event is reported as being from 2216 to 2344. There was patient involvement. There was no further information available.

Manufacturer narrative:
Additional information: device available for eval? Returned to manufacturer on device return to manuf.? If other specify h3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported from the pharmacist that the customer ¿had a patient receiving mag [magnesium sulfate] 2gram IV given over 2hours, medication was scanned and hung programing it by using the IV pump and confirmed the pump programing showed it was to be given over 2 hours. The pumped showed 50ml to be given 25ml/hr. When the patient was admitted to the floor and another rn and I went to review the meds and noticed the mag IV bag was empty but the program in the IV pump showed it still have 35 mins. But the IV bag was almost empty". The time of event is reported as being from 2216 to 2344. There was patient involvement. There is no further information available.